Manufacturer narrative:
The boston scientific technical services department advised that the following clinic could interrogate the device to determine what the lower rate limit (lrl) was set at, and to verify correct programming. No adverse patient effects were reported as a result of this event, and current record suggest that this device remains in service at this time. An attempt has been made to gather additional information about this event. This event will be updated if any additional information is received.

Event description:
Boston scientific received information that while this implantable cardioverter defibrillator (ICD) patient was having a colonoscopy procedure during which no electrocautery was used, the patient's rhythm reportedly dropped to 32 beats per minute before the device began pacing.